Event description:
There was an allegation of questionable gen.2 ise indirect for na, k and cl results for 1 patient plasma sample on a cobas 8000 cobas ise module. The initial na result was 103.8 mmol/l with flag, the initial k result was 3.74 mmol/l, and the initial cl result was 128.6 mmol/l. The sample was repeated and the na result was 129.6 mmol/l, the k result was 4.75 mmol/l, and the cl result was 97.3 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Manufacturer narrative:
The root cause of the event was found to be consistent with air in the sample channel or reference line.